Event description:
Using the ligasure blunt tip laparoscopic and sealer, error message came up on the screen that said incomplete seal cycle, inspect seal for metal clip or staples remove excess fluid. None of these were an issue, they were able to still use the device but it was not working as well as usual. We changed out to a new hand piece and we changed out to a different ligasure cautery unit and had same results. The other one also has the same lot number and we didn't have any others to use. Ligasure handpiece x 1 saved for quality.